Manufacturer narrative:
Evaluation summary: post market vigilance received one device. The data from the battery was evaluated and it was found that the differential limit had been exceeded. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. However, a software error was identified during product analysis. The root cause for cell balancing failures has been identified as inaccuracies in the cell voltages reported by the bq chip. While these inaccuracies are small, they are significant relative to the 5 mv limit for cell balancing. The root cause of the observed condition was determined to be a result of a manufacturing activity and a product enhancement has been implemented to prevent this condition from recurring. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during side-to-side anastomosis of pediatric proximal pancreaticoduodenectomy, the surgeon fired the device by 1cm however it stopped and the display screen became blackout suddenly. As the adapter manual tool was under sterilization, the surgeon removed the device from the tissue by turning the backside of the adapter with forceps. The handle was reinserted to the charger however the status indicator of the charger flashed red. There was tissue damage. The surgical time was extended by less than 30 minutes. The procedure was completed with another device.